Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Healthcare professional reported "inflammation around the breast implant" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "inflammation around the breast implant" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.